Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the lasso wheels of the 70° accupass were stiff and not smoothly passing the monofilament as it usually does. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers for the device. A visual inspection revealed that the device was returned with a monofilament inserted. There was some debris present on the end of the monofilament. A functional evaluation concluded that the wheels could advance and retract the monofilament as expected. Any stiffness resulting from debris was resolved within two to three rotations. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.